Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was a blood transfusion needed due to the event? Yes. The patient received one unit of blood. Was there any change in the procedure or post-operative care of the patient as a result of the event? There was noted to be no change in the post-operative care of the patient. The surgeon noted that more of the vessel had to be resected and may have taken the blood supply for the lower lobe, but no issue noted at this time. Was there any issue noted with the staple line (malformed staples, missing staples along staple line, etc)? No. There was no issue with the staple line. Was there any tissue or ancillary device between the cutline and the distal tip of the device? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? This occurred after the first firing. Were any other disposables used during the firing (vessel clips, vessel loops, suture loops, catheter, buttress etc.)? If so do you know the product code? No. Were any unexpected noises heard? If so, when? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue or vessel? If yes, how was the device removed from the tissue or vessel? No. Was the vessel completely proximal to the cut line on device prior to firing? Yes. Was there any additional tissue within the jaws of the device, distal to the cut line? No. It was reported the tear was proximal to the staple line that was delivered on the pulmonary artery near the bifurcation of the lobar branch. This occurred after the first firing. While the surgeon continued to dissect, the staple line on the pulmonary artery was grasped with the robotic arm. It was reported the surgeon believed there was a tear already near the staple line that got bigger when the staple line was grasped. There was no bleeding noted from the staple line. Bleeding was noted from the tear in the pulmonary artery. The device reportedly functioned without any issue. The vessel size of the first firing was in the 5-7mm range. The patient was noted to be female. It was reported the patient is doing well at this time.

Manufacturer narrative:
(B)(4):based on the review of the information provided, the device functioned as intended. Can you confirm this with the surgeon? The surgeon would likely agree that the device functioned as intended, but that the design is not ideal, since it requires the surgeon to compensate for the fact that the anvil moves during the closing of the device. This can, and did in the surgeon¿s mind, put too much tension on the vessel, which caused a hidden weakness in the vessel wall, that lead to a tear in the pulmonary artery.

Event description:
It was reported that during a robotic right middle lobectomy procedure, the surgeon had wedged out most of parenchyma of right middle lobe. Fired the device with reload across right middle lobe pulmonary artery. The staple line was hemostatic. The surgeon continued to dissect out the area in preparation for taking vein and/or bronchus. While grasping the staple line on pa just resected, a small hole in the pa was created, which quickly turned in a large hole. The surgeon said that the staple line failed. There was 1500 cc of blood loss in approximately twenty seconds. The tear was at the bifurcation of the lobar branch and pa. The surgeons gained proximal control of the vessel and stapled it off using a stapler from another manufacturer. Case was completed robotically. The surgeon stated that he could not tell if the tear was at the staple line, or below it. The patient had persistent air leak intra-operatively, which added an hour or more to the case. A different device was used to create wedge resection.